Event description:
It was reported that the patient had been charging more frequently since may. The reporter stated that the patient had been able to wait 10 days between charging sessions, but now had to charge every six days. Five days later, it was reported that the patient had been trained according to the proper charging technique. It was planned that the patient would do a full charge and see if he was able to ¿let it go¿ for two weeks before recharging. The reporter stated that there were no signs of malfunction. It was noted that it seemed that the patient did not fully charge at each session. The following day it was reported that the patient did not use the implant all the time; the patient only turned stimulation on when he felt pain and would then leave stimulation on for four hour increments in order to save ins battery life. The patient was reportedly told that the ins should be providing 26 hours of stimulation before it needed to be recharged, but it was only providing 12 hours of stimulation. The patient stated that he would charge the ins and after a day he would suddenly lose stimulation and realize that the ins was dead.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).